Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was returned for analysis. The introducer sheath and delivery wire were returned. The twistlock was found open. The zap tip shape and surface of the delivery wire were microscopically inspected and was found detached. There was no damage noted on the interlocking arm of the delivery wire. All dimensions of the delivery wire were found to be in specification except for the zap tip which was detached. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. Bsc ID: (B)(4). Tw#: (B)(4).

Event description:
Reportable based on device analysis completed on 11-aug-2017. It was reported that the coil became stuck in the catheter. A 10mmx40cm interlock¿-35 was selected for use. During procedure, it was noted that the coil became stuck in the catheter. The device was then removed with the catheter. The procedure was completed with a another of the same coil. No patient complications were reported and the patient's status was stable. However, device analysis revealed a detached delivery wire zap tip and the coil was not returned.